Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR #9610726-2011-...

Event description:
It was reported that, "surgery team opened the first box of simplex to find what they described as 'cardboard shavings' inside the sterile packaging."